Event description:
The patient reported the pink slide did not move forward, indicating a needle mechanism failure. Upon removal of the pod, the cannula was visible.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided.